Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 439888, lead, implanted: (B)(6) 2018. Product ID: dtmb1qq, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) and right ventricular (rv) leads dislodged. The leads were explanted and replaced. It was further reported the doctor could not engage the atrial screw when re-implanting. The device was explanted and replaced. No patient complications have been reported as a result of this event.